Manufacturer narrative:
Additional information per required fields: b5, d1, g1. Corrected information: g2, h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier fingerprint scanner was malfunctioning. A field service engineer (fse) reseated the connections to controller board and scanner to resolve the issue. The fse tested the bioid in hardware test application (hta) to confirm the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, fingerprint scanner was malfunctioning, nurses had to provide password to get into pyxis. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in issuing medication to the patient, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system, fingerprint scanner was malfunctioning, nurses had to provide password to get into pyxis. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in issuing medication to the patient, but no patient harm reported. There were no adverse events or injuries reported based on this event.